Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. The information about the serial number of the device was not provided. Therefore omsc could not confirm the device history record. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The mucosa was sucked into the distal end cover because the user performed suction while the opening space at the distal end was close to the mucosal surface. The distal end cover was broken due to improper attachment. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. Omsc concluded there was no serious injury about this phenomenon because the user did not perform the additional treatment for the patient. If additional information becomes available, this report will be supplemented.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the patient incurred damage to the esophagus. The user found that there was the patient's esophagus tissue between the distal end cap (maj-2315) and the device. The user did not perform the additional treatment including the re-insertion of the endoscope for the patient. The user facility did not provide other detailed information.